Manufacturer narrative:
Follow-up # 1 date of submission 6/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 5/19/2016 with the following findings: during visual inspection of the pump, it was observed that there was moisture visible through the display lens. A leak test was performed and failed due to the display lens leak. The pump was opened and there was moisture found on the oled and on the support bracket. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the up arrow button on the keypad was under responsive; all the other buttons responded properly. There was no physical damage found to the keypad. The keypad was removed and the up arrow button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.